Event description:
At a follow-up in (B)(6) 2021 (4 month after implantation) affected channels were seen. Further affected channels were then noted at an appointment in (B)(6) 2021. No specific trauma was noted and there was no redness or swelling around the implant site. However, the user has self-stimulation behaviours and one is head hitting. No change in health or medication. Re-implantation was scheduled but had to be cancelled due to a bilateral infection. The user had a pseudomonas infection in the middle ear. The user was re-implanted on (B)(6) 2021.